Event description:
The product was used during a laparoscopic splenectomy procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The suregon applied another device to complete the procedure. The hosp has reported no pt injury occurred.